Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for analysis. Error c-34 was confirmed and replicated during testing.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, there were constant c-00 and c-33 errors on the erbe when activating the bipolar energy. Prior to calling the technical support engineer (tse), the customer had replaced the bipolar cable and restarted the erbe a few times. However, as soon as the erbe started the errors would pop up. The procedure was completing as planned using monopolar energy and the e-100. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no one was injured and the operation was continued with the monopolar current.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.